Manufacturer narrative:
(B)(4). The returned dreamtome was analyzed, and a visual evaluation noted that the cutting wire was broke and bent. Additionally, the working length was twisted. The device was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth and the working length was melted. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire bent was confirmed. Upon analysis of the returned device, the cutting wire was broken, bent and blackened. Based on the condition of the device, the break in the cutting wire could have been generated if the cutting wire was not completely in contact with the tissue when applying electrocautery current or if voltage exceeded the maximum voltage rating. Additionally, the working length was twisted and melted. The working length could become twisted upon multiple attempts to rotate the handle of the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cut wire had "become straight". Upon further clarification, it was reported that the cutting wire was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: cutting wire broke.